Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the keel punch impactor was broken.

Manufacturer narrative:
Conclusion and justification status: the complaint states it was reported that the keel punch impactor was broken. No product was returned hence the complaint cannot be confirmed. Previous investigation by depuy metallurgy for similar events determined the failure was due to low cycle fatigue. Based on the performed investigation, and the component not being returned, the root cause can not be determined. Based on the inability to identify a root cause, the need for corrective action is not needed. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.